Manufacturer narrative:
(B)(4) - the actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed signs of physical damage, the left front corner of the heater tray was touching the cycler cabinet. The load cell value and verification was not within tolerance; the failure was traced to the left front corner of the heater tray touching the cycler cabinet. After adjusting the load cell position the load cell value and verification was within tolerance. The simulated treatment was performed, completed without any failures or problems. The system air leak passed. The valve actuation test passed. The voltage check passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
A peritoneal dialysis patient called and reported alarms during treatment. The patient's nurse instructed them to do a stat drain. The patient's treatment data was reviewed, and an overfill was noted. During follow up the patient reported no adverse event. Drain 0- 234 fill 1- 1492 stat drain-, 5393 fill 2- 1833 the reported drain volume of 5393 is 270% over the expected drain volume resulting in a reportable device malfunction.